Manufacturer narrative:
The reported failure of evt_internal_batt_comm_failed is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information that a trilogy evo device had a service needed message. There is no allegation of serious or permanent harm or injury. The device was returned to a third-party service center for evaluation. During the evaluation, a vent service required error code e254 (evt_internal_batt_comm_failed) was discovered in the event log. The internal battery was defective and will need to be replaced to address the issue. Additionally, the air inlet foam filter and particulate filter need to be replaced for preventive maintenance. The machine flow sensor was defective and needs replacement, and the device data identified additional unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.